Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported she was hospitalized with high blood glucose of 599 mg/dl. The cause of the hospitalization was that the customer reportedly gave herself too much insulin and went with the insulin pump glucose reading instead of the meter. Customer's insulin pump was taken off at the house prior to her going to the hospital. The customer was in the hospital for about twenty four hours. It was stated the insulin pump was up and running.